Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a cavernous (cav) internal carotid artery (ica) aneurysm measuring 10mm x 12mm. During pipeline deployment, it was reported that the distal end of the pipeline would not release from the capture coil after several attempts and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter have been returned for evaluation. The pushwire was evaluated and the cause of the event could not be determined; however, the capture coil was found to be damaged which may have contributed to the reported issue.(B)(4).